Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On 08/16/2024, it was reported that between 9:00 and 10:00 am, the patient¿s parent noticed unspecified symptoms and promptly called for an ambulance. The patient uses insulet op5 in modified closed loop. They accompanied the patient to the hospital, where the patient was diagnosed with diabetic ketoacidosis. The cgm showed a reading of 230 mg/dl, while the fingerstick test indicated a much higher level of 500 mg/dl. The parent also mentioned that the cgm had previously displayed readings above 500 mg/dl (of note: the mobile device will not show the number 500; the word high will display for any cgm 401 mg/dl and above). The patient was given dextrose, potassium, and insulin and was discharged on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.